Manufacturer narrative:
Pending evaluation.

Event description:
As reported by legal, approximately 8 years post op the initial right tka, this male patient was revised due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR#: 1038671-2022-01502. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR#: 1038671-2022-01502.